Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/11/2015.device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed a cs 088 call service alarm. A prime sequence and 24 hour duration test were successfully completed with no duplicated call service alarms. The pump was opened and no moisture or damage was observed inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.